Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl. The pod was worn between 36 and 48 hours on the arm. It was noted that the cannula was bent and that the site was a bit swollen. Hyperglycemia treated with correctional bolus.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data. Inspection of the device found no issues that would contribute to skin swelling. The cause of the reported skin swelling could not be conclusively determined.